Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the ultra stent delivery system (sds) balloon was inflated and the balloon ruptured at an unknown pressure. Another device was used to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information and determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. Since, there was no report of a leak noted during preparation, it is likely that the balloon rupture occurred during the procedure, though it cannot be determined what contributed to the rupture. Without a returned device for analysis, a definitive root cause for the balloon rupture cannot be determined.